Manufacturer narrative:
Date of event: no information. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that something was wrong with the communicator and said that it is feels heavier than it used to be. The patient was concerned that their last ex-husband tampered with it. An email was sent to the repair department for a replacement. Later the patient called back stating they had called earlier and forgot to tell patient services that the communicator was not connecting, and their battery was going crazy and their battery is off. The patient stated that "someone is playing some serious games". They just got electric shock. Their power went off and back on and pt got electric shock. The pt repeated their battery is on and they have turned it off and it was electrically shooting up to their brain and they think their neighbors have something to do with it, because the neighbors came outside. Patient services understood that the pt was trying to explain that they need assistance to pair the replacement communicator to their handset and also wanted to report their ins was turned off; however, they were experiencing electrical sensations which may be related to losing power where they live and the power coming back on. The pt said this has been going on since the nurse programmed the device in march and it had gotten worse and worse. Now, they just got jolted when the power went out. The pt said, this is serious stuff very, very scary. The pt said, people come by and they push some kind of device and it is making their battery go crazy and it was unbelievable. The pt said this started after the nurse at dr (B)(6) office reprogrammed, switched out the device, at the end of feb beginning of march because their ex-husband is an idiot and put a passcode on the other device. After the reprogramming session they had dizzy spells, no control and said that last night they were experiencing zapping/jolting going up to brain, which was causing them to shake and also have blurry vision. The patient said that they spoke to hcp last night who told patient to turn stimulation on; however, now they had turned stimulation off again and their symptoms hadn't subsided. The patient said had been to hcp office like 5 times and said that both hcp and medtronic re presentative have told that symptoms are not related to implant, that it is in her head. The patient also said that the representative told patient that patient needs to be seen at hcp office for further troubleshooting. Patient was concerned that these symptom wi ll cause patient serious consequences. The patient was angry and frustrated that no one was believing them and said that they were considering hiring a lawyer. When asked, the patient said that the only fall was shortly after implant in july; however, they did go to hcp office to have checked and were told that everything was in place. The patient connected to implant and verified that stimulation was off.  The patient said they were considering getting a second opinion, said missed initial appointment will need to call to reschedule. The pt said the battery was grabbing them and it was off. The pt said since the device was switched out (presumably handset), they have had nothing but problems with their brain, walking and getting electrical shock and now it was really, really bad. The next day patient services tried to work with the patient to pair their replaced communicator with their handset. The pt said they have it in their hand and it tells them to switch communicators. The pt said they have never seen this message before in their life. The pt read the serial number from the back of the communicator: (B)(4). The pt said: it says (B)(6) on here. The pt said they even know why this stuff is coming up. (B)(6), they see somebody's email and medtron.com (?). Patient services tried to help patient work with their equipment and pt said they see "switch communicator". Patient services tried to explain: if they tap on "switch communicator" they can pair the new communicator to their handset. The pt became escalated stating " this has nothing to do with the new one that came today" they were "trying to reconnect to make sure it is off because it is going crazy", they were "trying to use their old communicator. They said their device was supposedly off and it was going crazy, electrocuting" them. The patient then said "the screen shows not found switch communicator. Why would it say switch communicator?", they have only one. At this point the call disconnected. Patient services called the pt back again and left message to call pats back, call their doctor or seek emergency medical assistance if that is appropriate for them. The patient called back reporting that they were still experiencing the shocking/zapping. The patient connected to the implant and said that therapy is off. The patient said that experienced another zap during the call. When asked about scheduling to be seen, patient said that she has an appointment to be seen tomorrow at 3pm by a different doctor, said that a manufacturing rep must have scheduled the appointment. When asked the name of the doctor, the patient said dr. (B)(6) ant internist or dr. (B)(6) or something like that (patient services uncertain of spelling). The patient was going to inquire how to test for the symptoms the patient was reporting. The patient was to provide an update after the appointment.